Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Several attempts have been made to gather additional information from provider and no response. Once new information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite became loose, no other information provided.

Manufacturer narrative:
The device was returned to glidewell; however, it was not received by complaints investigation team for analysis a non-visual investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: product was noted to have been received and in glidewell's possession; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential cause could be the light box was not calibrated or maintained, that can cause incomplete curing. The manufacturer internal reference number is: (B)(4).